Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision surgery on (B)(6) 2018 (reference MFR. Report 1627487-2018-09667 and 1627487-2018-09668), the physician was unable to implant the new lead at l3 due to scar tissue. The ipg was placed back into the original pocket site with all 4 ports plugged with no leads connected.